Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: for the investigation of the complaint only the history files were available. The infusomat space was not send in for a further analysis procedure. During the analysis of the history files no device alarms or a malfunction could be detected. The complaint is not confirmed, because a malfunction based on the history files could not be detected.

Manufacturer narrative:
(B)(4). The service report has been requested to send it for investigation to bbm laboratory in (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): under infusion.